Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported following treatment yellow solution was found in a supply bag connected to the cycler. It is alleged that the patient's effluent flowed back from the drain line into the supply bags. The drain line is open to a toilet. The cycler is being made available for evaluation. The patient was in the facility for a pre-existing peritonitis infection and was already receiving antibiotics. A back flow of effluent to a supply bag is not an expected operation and may compromise the sterility of treatment which resulted in a reportable device malfunction.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. The machine was visually inspected with no deviations found. Two simulated treatments were performed using the received cycler, and there were no alarms or problems that occurred during testing. A simulated treatment was performed in which the amount of fluid delivered to a pseudo-patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. At the completion of both test treatments, the remaining weight of both solution bags was consistent the weight of an empty solution bag. As expected, there was no extra fluid present in either bag following a 10000 ml total volume treatment. The systems physical tests passed. There were no discrepancies encountered in the internal inspection of the cycler. The system's record of the last treatment was reviewed and the fill, drain, and ultra-filtration volumes were normal. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.